Event description:
Caller reported a malfunction on pump, specifically displaying malfunction code 3, which was not resettable. There was no reported impact to the customer's blood glucose level. Customer did not have a backup therapy and was advised to contact their healthcare provider. Tandem technical support confirmed the warranty details and initiated the shipment of a replacement pump. Instructions for storage mode and return procedures were provided to the customer, who understood and acknowledged them.